Event description:
It was reported that customer was hospitalized due to high blood glucose. Diagnosed diabetic ketoacidosis. Caller stated that customer was out of supplies and not wearing the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.